Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that the cutter (probe) did not actuate during set up of surgery (unknown procedure type). The surgery completion detail was unknown. There was no patient contact with suspect product.